Event description:
The customer alleged that he performed a control test and received a result of 186 mg/dl. The normal control range was 103-143 mg/dl. No adverse events were alleged. The customer was unable to troubleshoot further during the call. No product will be returned at this time.